Event description:
It was reported the procedure was to treat a lesion in the right common iliac artery. The 10x60mm absolute pro self expanding stent system (ses) was advanced to the target lesion however during deployment, the thumbwheel would not turn and the stent would not deploy. The ses was removed from the patient and the procedure completed using another absolute pro. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Return device analysis noted the stent implant was exposed 3mm from the distal end of the sheath. A partial separation was noted at the outer member-stent sheath bond area. There were splits noted on the outer member proximal to the outer member-stent sheath bond area.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and activation failure were able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the anatomy and/or inadvertent mishandling contributed to the exposed stent and the noted multiple stent sheath kinks preventing the shaft lumens from moving freely; thus resulting in the reported/noted mechanical jam and the reported/noted activation/deployment failure; however this cannot be confirmed. Manipulation of the compromised device in attempts to deploy the stent possibly contributed to the multiple noted device damages (partial separation at the outer member-stent sheath bond area, splits on the outer member), further contributing to the reported/noted difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.